Event description:
Central monitor and dash 4000 monitor in room failed to display patient's telemetry. Both monitors only displayed pulse oximeter readings.

Event description:
Central monitor and dash 4000 monitor in room failed to display patient's telemetry. Both monitors only displayed pulse oximeter readings.